Event description:
Customer reported having an occlusion in the infusion set and did not realize it. Customer stated that the high blood glucose readings were due to eating. Customer also mentioned bending a couple sensors and having long cannulas. Customer declined helpline. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.